Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation trunk cable connector j704 on the distribution node pca was corroded. The root cause for the corroded connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's ECG's were non-functional.